Event description:
The patient experienced pain in the wrong location following an events 2 to 3 weeks after implantation when he jumped out of bed to answer the doorbell and felt something happen right away to his device system. The leads had "pulled loose" and "moved up 2 to 3 vertebrae". The patient visited with his physician and the lead movement was confirmed. It was noted that he will probably have a lead revision in (B)(6) 2010. Additional information was requested.

Manufacturer narrative:
(B)(4)